Event description:
Meter had given an error message. The patient was using the meter becasue patient was feeling sweaty with numbness in upper extremeties. About 6:30pm patient received error, no number, on the display, rechecked with a result of 38mg/dl. The friend then rechecked and stated they also had error on the display retested with a result of 30mg/dl. A glucose injection was given. The paramedics were called an on arrival about 6:45pm, their unknown meter read 40mg/dl. IV glucose was administered and the patient was admitted overnight. On arrival at the hospital the reading was "lower again" on the unknown hospital meter (does not know reading)rrior to the incident the patient stated at 5 p.m the reading was 365mg/dl. Patient then took patient's routine nph 5 units (taken am and at dinner) and also regular insulin 7 units based on the reading and then ate dinner. The customer care representative performed troubleshooting and stated the issue was not resolved. The patient stated the control solution test was performed and was not within rangex2. The patient stated the 38mg/dl and 30mg/dl and the treatment given all was within "5 minutes". The 365 mg/dl was obtained about 2 hours before the incident and was treated. At the time of the incident the patient did have symptoms of and treatment for hypoglycemia. The symptoms preceded the event. Medical personal verified the hypoglycemia with continued readings and treatment. However the control solution test was not within range. Based on the information obtained from the patient there is indication the product malfunctioned, however, there is no indication the product contributed to the adverse event. The meter, test strips, and control solution were replaced with return expected.